Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into 'the bag that the infusor was wrapped in'. The infusor was filled with 4000mg fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: (B)(4) 2017 ¿ (B)(4) 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the sealed bag containing the unit. Upon further inspection, the cause of the fluid inside the bag was due to an untightened blue winged luer cap. A functional leak test was performed with the cap tightened with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.